Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed op check for the defib test. There was no patient involvement.

Event description:
It was reported to philips that the device cycled power and had an error 01000 (defib failure - biphasic processor). There was no patient involvement.